Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving intrathecal baclofen (unknown) at unknown conce ntration/dose via an implantable pump for intractable spasticity. The patient representative (rep) reported that the patient was admitted to the hospital "a couple days ago" and the day before they were "still stricken" with their symptoms. The patient was having seizures and "kicking their leg" that was on the side of their pump. The paramedic noticed that the pump was "going on and off" and they wanted to have a medtronic representative check the pump to make sure it was working properly. The patient representative (rep) confirmed they did not hear the pump alarm. The patient had been kicking that leg "so much" that now it was "messing with the patient neurology wise" as of this morning the patient has had one seizure and they were testing now to confirm if they were having them again. They discontinued the oral baclofen "about 2. 5-3 months ago"